Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving several shocks. The patient was admitted to the ICU. Device was interrogated and showed several vt/vf episodes. Review of episodes noted post-sensed t-wave oversensing. The t-wave oversensing was likely due to degeneration of the r-wave amplitude due to vt/vf. The patient received inappropriate therapy for the oversensing. There were also previous episodes which showed appropriate shocks for vt/vf, which did not convert the patient. Programming changes were recommended to solve the t-wave oversensing issue. It was also noted that the device showed alerts for eri and max charge time limit reached. Max charge time limit was reached during in-clinic check as well. In light of these alerts, device replacement was recommended. It was suggested that the new device should be monitored for t-wave oversensing before making device sensitivity changes. No further information is available at this time.